Event description:
It was reported to philips that the system got in a deadlock during table panning and accept button press on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
CAPA initiated; workaround provided; software upgrade planned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).